Manufacturer narrative:
Customer report of rupture was confirmed. Balloon ruptured in the central area. The latex was missing at this region. Latex is also appears to be baggy at this region.

Event description:
Balloon - eccentric;. It was reported that an eccentric balloon was observed on x-ray during insertion. Customer continued the procedure and deflated and inflated balloon a few times but the balloon had ruptured. There were no patient complications reported.